Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be used. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument failed to excite. Site used backup harmonic ace.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. For clarification, the customer reported complaint of "can't use" was confirmed as a missing teflon pad. The harmonic ace instrument was analyzed, and the clamp arm was found to have completely missing teflon pad. A piece measuring approximately 11.0 mm x 2.65 mm was found to be missing, confirming that a fragment detached from the instrument. The missing teflon pad was not returned. Additional unrelated observation not reported by site: the instrument was found to have blade damage(s) at the midpoint of the curved blade. The blade did not have corrosion that would have contributed to the blade damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.